Manufacturer narrative:
It was reported that the device is "pushing air but not the medicine". No additional information is available at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Machine is pushing air but not the medicine.